Event description:
It was reported by service report that the fowler was stuck and it could not be lowered electronically or with the manual CPR release. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bracket screw support, grooveless retainer ring, bushing support screw, spacer.